Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hbsag ii assay performed within specifications. The investigation was limited by the unavailability of calibration and quality control data, as well as the lack of detailed pre-analytical information. The analyzer's workflow management system data showed multiple sample clot alarms, which may contaminate the measuring cells (mc). The field service engineer replaced the mc, and no further issues were reported. A systematic root cause was excluded, and the issue was attributed to a site-specific cause. Cross-reactivity between the elecsys hbsagii and elecsys hiv duo assays was deemed very unlikely based on assay development testing. A definitive root cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged discrepant results for an external quality assessment (eqa) sample tested with the elecsys hbsag ii assay on the cobas e 801 module. The customer suspected potential contamination involving the elecsys hiv duo assay. The reported results included an elecsys hbsagii value of 6.98 coi from one laboratory and 0.38 coi from another laboratory for the same eqa sample. Additional testing at the customer site included multiple samples and pools tested on the cobas e 801 module. Results for a sample labeled 'pool aghbs neg' included values of 0.468 coi, 0.452 coi, 0.384 coi, 0.411 coi, and 0.433 coi across different test runs. Other samples tested on the same system showed varying coi values, including 0.371 coi, 0.451 coi, 0.367 coi, and 0.403 coi. No clear sample identification was provided for some of the results. The customer performed a contamination test between the hbsagii and hiv duo assays, but did not provide detailed information about the experimental setup or results. The results were not reported to patients.